Event description:
The customer was hospitalized with high bgs, ketoacidosis. It was stated that the reservoir was replaced and few hours later the customer was vomiting and had hyperglycemia. The customer has recovered and the glycemia is ok since then.